Event description:
The patient had surgery on (B)(6), 2010. The patient alleged that a stryker prothesis has caused major damage to the femoral nerve in her right leg. She stated that she has lost feeling and motor control in this leg and walking is extremely difficult. She further indicated that she had spent 8 months in physical therapy using a walker in order to be ambulatory and even now after one year, still has to use a cane.

Manufacturer narrative:
Additional information: on (B)(6), 2011, the sales representative clarified the event that the patient reported. He indicated that the femoral head trial fell off the neck trail inside of the patient. The head was removed. The patient is suffering from nerve damage. The sales rep noted that the device was discarded. Additional information has been requested and the investigation results will be provided in a supplemental report.